Manufacturer narrative:
(B)(4). Date sent: 2/3/2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #(B)(4). The device was returned with the upper jaw detached not returned and the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I--blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tip of the jaws stopped working. Case completed with another device. There were no patient consequences reported.